Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode. Anti-tachycardia pacing (atp) was delivered, and it was noted that the initial burst of atp accelerated the arrhythmia into the vt zone were another burst of atp was delivered and successfully terminated the arrhythmia. Additionally, non-conversion was noted during another vt episode where multiple atp bursts were delivered. Reprogramming was performed. No additional adverse patient effects were reported. This device remains in service.